Event description:
It was reported the insulin pump had a keypad and possibly a plunger anomaly. The up and down buttons are not responding and plunger stopped working a few times. Customer's blood glucose was 200mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.